Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use the gw (guide wire) was curved and could not be inserted. The md finished the procedure with another device.

Manufacturer narrative:
(B)(4). The customer returned the guide wire assembly for evaluation. The guide wire was returned within the advancer tube. No other components were returned. The guide wire was observed to have a single kink towards the distal end of the body. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Evidence of use was observed in the form of dried blood on the guide wire body. The kink in the guide wire body was located 91 mm from the distal tip. The overall length and outer diameter of the guide wire were found to be within specification. The guide wire met significant resistance when attempting to advance the kinked portion through the straightener tube. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. (Con't) other remarks: the instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire body was kinked in one location towards the distal tip. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during use the gw (guide wire) was curved and could not be inserted. The md finished the procedure with another device.